Event description:
A report was received that the patient¿s ipg would not charge. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The reported complaint was not duplicated or confirmed. The ipg was programmed to the patient's latest setting, and the stimulation amplitude and timing were monitored for errors. No discrepancies were identified. Device exhibited normal device characteristics.

Event description:
A report was received that the patient¿s ipg would not charge. The patient underwent an explant procedure.